Manufacturer narrative:
Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. No conclusion can be drawn at this time. We therefore consider this report complete to the best of our knowledge.

Event description:
The customer reported via phone call that they had been experiencing high blood glucose. Customer stated that the cannula came out of their stomach and they did not realize that it was out. Customer took a correction of 10.0 units and changed the cannula. Customer hooked it back up. Customer's blood glucose was 442 mg/dl at the time of the incident. Customer's current blood glucose is 502 mg/dl after the set change. Customer stated that they will call their doctor to see how much insulin to take and then they will call back. Customer was unable to troubleshoot and ended the call.